Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients implantable pulse generator (ipg) underwent an explant procedure for unknown reason.

Manufacturer narrative:
Scs-linear leads. Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that patients implantable pulse generator (ipg) underwent an explant procedure for unknown reason. No further information could be obtained despite good faith efforts. Additional information that patient was not able to get enough pain relief and all devices were explanted.

Event description:
It was reported that patients implantable pulse generator (ipg) underwent an explant procedure for unknown reason. No further information could be obtained despite good faith efforts. Additional information that patient was not able to get enough pain relief and all devices were explanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 19863829. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 20322437. UDI:(B)(4).